Event description:
A ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation a service required alarm indicating the device failed to charge accurately. The device's power management board was replaced to address the issue. Additionally, not related to the reportable issue the device's pollen filter, motor blower assembly, stirring fan foam and micron filter were replaced preventatively. The device was cleaned and tested and passed all final testing.